Manufacturer narrative:
This product has not been returned to boston scientific, and as a result, laboratory analysis could not be conducted. Investigation of the available information determined this device exhibited oversensing of noise generated by the minute ventilation (mv)/respiratory sensor that is related to a high impedance condition. This device was included in the recent minute ventilation sensor signal oversensing advisory population. Please see the description for more information regarding the specific circumstances of this event.

Event description:
It was reported that minute ventilation (mv) signal oversensing triggered a vector switch, to sense on the ventricle. Impedance appeared to be normal, with some small increases, but nothing concerning. Troubleshooting was suggested. No adverse patient effects were reported. This product remains in service. This report will be updated, should additional information be received.